Event description:
Hemodialysis service tech reported an althin-baxter system 1000 hemodialysis device removed more weight than intended during two separate pt treatments. The pt's reported that they were not feeling well. There was no alarm indicated in either event. The intended ultrafiltration removal was 0.4kg and the actual was 2kg for one of the events. The specifics regarding the other event were not provided. One pt was treated outpt, the other pt was admitted to the hospital for observation. Both pt's had normal blood pressure readings but were given normal saline and then fully recovered.